Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smartpass deactivation episode when the patient was sleeping and technical services (ts) was consulted to review the data. The patient is noted to sleep on his stomach. Upon review ts noted that the episode shows a signal signature which is consistent with changes in the impedance pathway of the sensing vector due to the high amplitude noise and low r-wave measurements. Ts discussed potential causes and suggested in office testing along with x-rays. Further review of the stored data found an inappropriate shock from seven months earlier due to oversensing of myopotential activity. Post shock the noise disappeared. The patient came in for testing several days later where x-rays were taken. The lead connection appeared good when viewed on fluoroscopy. Automatic optimization found only one eligible sensing vector. With movement at the xiphoid level and device no noise was reproduced. When testing in other vectors the r to t ratio was small. At two times gain simple movement generated a lot of noise. Subsequently the physician opted to turn of therapy in the s-ICD and give the patient a life vest. A revision procedure will be scheduled to explant the s-ICD and implant a transvenous implantable cardioverter defibrillator (ICD) system. It was further noted that the cause of the previous myopotential noise leading to inappropriate therapy was unable to be determined as the patient's previous physician no longer is a part of the hospital. During the in clinic visit the patient also mentioned that since implant of the s-ICD he has experienced respiratory problems and a small paralysis on the left side. However, it was discussed the patient is active at gardening and exercise. The physician noted that the patient symptoms were not related to the s-ICD or electrode. At this time the s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smartpass deactivation episode when the patient was sleeping and technical services (ts) was consulted to review the data. The patient is noted to sleep on his stomach. Upon review ts noted that the episode shows a signal signature which is consistent with changes in the impedance pathway of the sensing vector due to the high amplitude noise and low r-wave measurements. Ts discussed potential causes and suggested in office testing along with x-rays. Further review of the stored data found an inappropriate shock from seven months earlier due to oversensing of myopotential activity. Post shock the noise disappeared. The patient came in for testing several days later where x-rays were taken. The lead connection appeared good when viewed on fluoroscopy. Automatic optimization found only one eligible sensing vector. With movement at the xiphoid level and device no noise was reproduced. When testing in other vectors the r to t ratio was small. At two times gain simple movement generated a lot of noise. Subsequently the physician opted to turn of therapy in the s-ICD and give the patient a life vest. A revision procedure will be scheduled to explant the s-ICD and implant a transvenous implantable cardioverter defibrillator (ICD) system. It was further noted that the cause of the previous myopotential noise leading to inappropriate therapy was unable to be determined as the patient's previous physician no longer is a part of the hospital. During the in clinic visit the patient also mentioned that since implant of the s-ICD he has experienced respiratory problems and a small paralysis on the left side. However, it was discussed the patient is active at gardening and exercise. The physician noted that the patient symptoms were not related to the s-ICD or electrode. At this time the s-ICD and electrode remain in service. Additional information was received that ts reviewed the x-ray and found that the visible portion of the electrode did not show evidence of lead impairment and indicated full insertion of the electrode into the device header. Ts did observe that the electrode had a bend outside the header potentially contributing to the observed findings. At this time no further information has been received with a revision date. Evidence suggests that the s-ICD and electrode remain in service. Additional information was received that the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smartpass deactivation episode when the patient was sleeping and technical services (ts) was consulted to review the data. The patient is noted to sleep on his stomach. Upon review ts noted that the episode shows a signal signature which is consistent with changes in the impedance pathway of the sensing vector due to the high amplitude noise and low r-wave measurements. Ts discussed potential causes and suggested in office testing along with x-rays. Further review of the stored data found an inappropriate shock from seven months earlier due to oversensing of myopotential activity. Post shock the noise disappeared. The patient came in for testing several days later where x-rays were taken. The lead connection appeared good when viewed on fluoroscopy. Automatic optimization found only one eligible sensing vector. With movement at the xiphoid level and device no noise was reproduced. When testing in other vectors the r to t ratio was small. At two times gain simple movement generated a lot of noise. Subsequently the physician opted to turn of therapy in the s-ICD and give the patient a life vest. A revision procedure will be scheduled to explant the s-ICD and implant a transvenous implantable cardioverter defibrillator (ICD) system. It was further noted that the cause of the previous myopotential noise leading to inappropriate therapy was unable to be determined as the patient's previous physician no longer is a part of the hospital. During the in clinic visit the patient also mentioned that since implant of the s-ICD he has experienced respiratory problems and a small paralysis on the left side. However, it was discussed the patient is active at gardening and exercise. The physician noted that the patient symptoms were not related to the s-ICD or electrode. At this time the s-ICD and electrode remain in service. Additional information was received that ts reviewed the x-ray and found that the visible portion of the electrode did not show evidence of lead impairment and indicated full insertion of the electrode into the device header. Ts did observe that the electrode had a bend outside the header potentially contributing to the observed findings. At this time no further information has been received with a revision date. Evidence suggests that the s-ICD and electrode remain in service. Additional information was received that the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smartpass deactivation episode when the patient was sleeping and technical services (ts) was consulted to review the data. The patient is noted to sleep on his stomach. Upon review ts noted that the episode shows a signal signature which is consistent with changes in the impedance pathway of the sensing vector due to the high amplitude noise and low r-wave measurements. Ts discussed potential causes and suggested in office testing along with x-rays. Further review of the stored data found an inappropriate shock from seven months earlier due to oversensing of myopotential activity. Post shock the noise disappeared. The patient came in for testing several days later where x-rays were taken. The lead connection appeared good when viewed on fluoroscopy. Automatic optimization found only one eligible sensing vector. With movement at the xiphoid level and device no noise was reproduced. When testing in other vectors the r to t ratio was small. At two times gain simple movement generated a lot of noise. Subsequently the physician opted to turn of therapy in the s-ICD and give the patient a life vest. A revision procedure will be scheduled to explant the s-ICD and implant a transvenous implantable cardioverter defibrillator (ICD) system. It was further noted that the cause of the previous myopotential noise leading to inappropriate therapy was unable to be determined as the patient's previous physician no longer is a part of the hospital. During the in clinic visit the patient also mentioned that since implant of the s-ICD he has experienced respiratory problems and a small paralysis on the left side. However, it was discussed the patient is active at gardening and exercise. The physician noted that the patient symptoms were not related to the s-ICD or electrode. At this time the s-ICD and electrode remain in service. Additional information was received that ts reviewed the x-ray and found that the visible portion of the electrode did not show evidence of lead impairment and indicated full insertion of the electrode into the device header. Ts did observe that the electrode had a bend outside the header potentially contributing to the observed findings. At this time no further information has been received with a revision date. Evidence suggests that the s-ICD and electrode remain in service.